Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose is 249 mg/dl. The customer did not provide any symptoms such as a result of low blood glucose. The customer was reported that the insulin pump was over delivery. Troubleshooting was done for low blood glucose. The insulin pump will be returned for analysis.